Event description:
Boston scientific received information that this right atrial (ra) lead was stuck in the header during a device replacement procedure. The header was destroyed when the leads were attempted to be removed. This lead was "sacrificed" and could no longer be used. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.